Manufacturer narrative:
Device available for evaluation: product ID: 97755, serial#: unknown, product type : recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient having issues w/ recharging this past saturday. Patient experienced code rm04 - but this resolved after reseating the ins. Patient also reported charging more often, she used to charge every 4 days but now is charging every two days. Caller reviewed patient settings, group b 2 programs, 2.5ma, 2.4ma, 100 hz and pulse width 200. Caller does not know if patient has increased intensity to warrant addition recharging. Patient also reported recharging today and was not incrementing the ins charge level. Caller is unable to meet w/ patient to as she is 4 hours away and patient doesn't plan on driving closer at this time. It was discussed it would be good to get recharge diary, check impedances. Provided caller w/ checking recharge speed, allow controller screen to sleep, and assess coupling. Caller will be reaching out to patient. Caller indicated asking patient to call pss if issue continues. Did not verify managing hcp when on call.

Event description:
Additional information received from the manufacturing representative indicated that the issue has not been resolved. It was noted that the patient got some additional warning codes and was having trouble charging still. This has not been confirmed with the physician account. The patient weight is 165 pounds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported, that she has been having trouble charging. And "kept saying excellent quality, but then it will go to a system problem rm04 screen". The patient said, she spoke with rep. Rep had said in that call, that this started on saturday, but patient says it started "recently". And then when asked again. Patient clarified, that this issue started this year sometime, but wouldn't get any more specific.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.